Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the pump was returned with scratches on the display lens. Moisture observed in the battery compartment. Leak test failed due to a cracked in the battery compartment from top traveling to bumper. Opened pump- no further moisture observed. All of the keypad buttons respond intermittently. No evidence of physical damage on keypad. Removed keypad- contamination was found under all button contacts. A dim display was found - letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display, contamination under buttons and a battery compartment crack. This report is made based on results of investigation completed on (B)(4) 2015.